Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting no capture and sensing the ventricle due to dislodgement. The lead was programmed off. It will later be determined if the lead will be revised or left inactivated. The lead remains implanted. No patient complications have been reported as a result of this event.